Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a cut was performed in a different location in the cranium than intended (sinus), with the brainlab device involved, leading to a bleeding that needed to be stopped (at the same surgery), despite according to the surgeon: - the bleeding was immediately visible and addressed at the same surgery, and a blood transfusion was given. - the same surgery was completed successfully as intended, also the craniotomy was adequate and did not need to be changed. - there were no further negative clinical effects to this patient, neither due to prolong of anesthesia (of ca. 45 mins): the patient made an otherwise good recovery. - no further remedial actions were necessary, done or planned for this patient, except monitoring in the future in case of sinus stenosis. - there was also no prolonged hospitalization due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the discrepancy of the display by navigation and the patient's observed anatomy is that the navigation reference array has probably moved at draping and exchange from unsterile to sterile array, and/or the patient's head in the head holder might have (additionally) moved during the surgery, due to a not sufficient rigid fixation. Further factors that might have additionally contributed: - the unsterile marker spheres used on the instruments during registration and (direct) verification of registration were not new/unused as required. - brainlab has not validated the marker spheres used by this hospital in conjunction with the brainlab navigation system, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres. Apparently the discrepancy was not recognized before the durotomy during the necessary continued verification of accuracy throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation) contributing to this issue at this surgery. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open cranial surgery for resection of a tumor in the brain - breast cancer metastasis with a size of ca. 4 cm in the left cerebellar hemisphere- was intended to be performed with the aid of the brainlab cranial navigation system version 3.1. A pre-operative MRI was acquired the day before the surgery and a pre-operative CT with spherical fiducial markers was acquired the same day of surgery before the surgery to use with navigation - with the MRI fused to the CT. During the procedure the surgeon: - positioned the patient in prone orientation in a non-brainlab head holder. - performed the initial patient registration on the pre-op CT with registration points taken on the spherical fiducial markers to match the virtual display of the navigation to the current patient anatomy. The registration result showed good precision. - verified the accuracy of the registration on the patient's skin with anatomical landmarks, and judged the accuracy achieved to be very good (acceptable for use for this case). - draped the patient, and navigation reference array was exchanged to a sterile array. - performed the posterior fossa craniotomy with aid of navigation. At the durotomy, a significant bleeding from the transverse sinus occurred, which was immediately visible to the surgeon and was addressed at the very same surgery (repair of sinus opening by over-sewing). The patient lost ca. 600 ml blood and received a blood transfusion. A check with the navigated pointer showed a ca. 2 cm deviation of the navigation display compared to the actual anatomy, i.e. Displayed position approx. 2 cm below the sinus with pointer on sinus. The surgery continued without the aid of navigation, and was completed successfully as intended. The craniotomy was adequate and did not need to be extended or changed. According to the surgeon: - the bleeding was immediately visible and addressed at the same surgery, and a blood transfusion was given. - the same surgery was completed successfully as intended, also the craniotomy was adequate and did not need to be changed. - there were no further negative clinical effects to this patient, neither due to prolong of anesthesia (of ca. 45 mins): the patient made an otherwise good recovery. - no further remedial actions were necessary, done or planned for this patient, except monitoring in the future in case of sinus stenosis. - there was also no prolonged hospitalization due to this issue.